Event description:
It was reported the customer had air bubbles in their reservoir. The customer's blood glucose was 551 mg/dl. The mother had treated the customer's blood glucose with a manual injection. The mother also stated their air bubbles was champagne sized. Troubleshooting was able to resolve the air bubbles with an infusion set change. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.